Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist was unable to reach the patient by phone. The patient reported that the alleged issue began approximately one month prior to contacting lfs. It is unknown if the patient discontinued testing her blood glucose as a result of the issue. Sometime after the reported issue began (date/time unknown), the patient reportedly felt "dizzy and unbalanced." On the morning of the day before, the patient was tested on a doctor's/clinics meter and obtained a result in the "300's." The patient reported being treated with 16 units of humalog insulin and 74 units of "leutenza." At the time of troubleshooting, the patient informed the cca that the subject meter had been dropped. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.